Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 55 mg/dl. Reportedly, the customer consumed orange juice; however, bg level decreased to 40 mg/dl. To treat the low bg level, the customer consumed a glucose tablet. Recommendation was made to consult with health care provider regarding diabetes management.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.